Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set occlusion at site. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. No further information available.